Event description:
On 06/14/2008 the patient reported that the basal rates of his infusion device reset to 0.0 units per hour for each hour of the day. His blood glucose elevated to 269 mg/dl and he bolused to lower his blood glucose to 100 mg/dl. He verified that he was in basal rate profile 1. He was assisted with reprogramming and saving the basal rates. He stated that he uses alkaline batteries and his current battery had been in use for 2 weeks. The patient was advised to switch to his backup infusion device. At the time of the report the patient's blood glucose measured 209 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.